Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was dull during surgery. The complaint knife was used to perform and complete the procedure. Patient impact information is unknown.

Manufacturer narrative:
Corrected information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
There was no patient impact to report. No additional patient information can be anticipated.